Event description:
Per user facility report: "total parental nutrition found running in a peripheral site not in PICC line (central line). PICC line and peripheral IV both inserted in right arm." 77 y/o pt. Event date 5/18/98. Baxter 5 inch micro extension set involved. No further info available.